Manufacturer narrative:
Manufacturer's investigation conclusion: the device history records were reviewed and the records revealed the mpu was manufactured in accordance with mfg and qa specifications. Heartmate 3 patient handbook under section 5 ¿alarms and troubleshooting¿ describes all alarms. The patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental findings: visual inspection revealed a small crack on the handle and the thread of the patient cable black connector is damaged. The reported event of a small crack on the handle was confirmed. The mpu serial number (B)(6) was received and evaluated at edc service center. Visual inspection revealed a small crack on the handle and the thread of the patient cable black connector was slightly damaged. Further evaluation of the cable did not reveal any wires issues. The handle and the patient cable were replaced, the mpu was functionally tested and upgraded with the current software. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA # provided is associated with the device¿s most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had small cracks in the handle. The threads of the black connector of the patient cable were also discovered to be damaged. During testing the mpu booted up and was found to be functioning as intended. The mpu's software would be upgraded from (B)(4), and the handle and the patient cable would be replaced.